Event description:
The patient used a voice amplification device. One of the patient's deep brain stimulators turned off twice in the last month related to use the amplifier. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178-2009-03080.